Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the duplicate address detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that an auxiliary duplicate address had been detected. A field service engineer (fse) found the device with a duplicate address and deleted the affected pockets. The fse then popped the lids in hardware test application and had the customer reload the medication. The customer tested the device and confirmed that it met all bd specifications. A functional test was performed, diagnostics were run, and the device operated as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the duplicate address detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.